Manufacturer narrative:
Continuation of d10: product ID wr9220 lot# serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6) , UDI#: unknown. H3 analysis of the returned recharger revealed the recharger was unresponsive. Patient complaint confirmed. Led's scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. Patient mentioned that they have not been able to use their implanted neurostimulator since friday because they were unable to charge their recharger. Patient stated the recharger battery lights were flashing and they tried pressing the power button both on and off the dock. Patient did not have recharger with them at time of call. Patient will call back with recharger serial number for possible replacement. See email to device registration for updated address. Patient called back and provided recharger serial number. Email sent to repair to replace recharger.